Manufacturer narrative:
Investigation summary: received one 20ga nexiva catheter-adapter extension set connected to a miscellaneous ext. Tubing. The needle-grip assembly was not returned for evaluation. A complaint history check was performed and this is the 1st related complaint reported with the defect condition of leakage with lot# 8152774 regarding item #383517. DHR review shows the lot was manufactured on nfa line #1 for the amount of 221,770ea from 8jun18 through 12jun18. No quality notifications were initiated during production. All challenge, set up and in process inspections were performed and all passed per specifications investigation conclusion: there were traces of patient residue (blood) on the connection of the straight adapter with the male luer of the miscellaneous extension set. The extension tubing of the nexiva unit was not inserted in a straight angle into the inner wall of the straight adapter. Water-leak test: the female end of the miscellaneous extension set was connected to the lab provided fixture and the test was performed. Air bubbles (leak) were observed coming out of the space left between the tubing and the wall of the straight adapter. Root cause description: probable root cause is related to manufacturing. The condition that caused the unit to leak (ext. Tubing not inserted into a straight angle) was produced during the insertion of the tubing into the adapter. Rationale: a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that bd nexiva¿ closed IV catheter system had an issue with leakage from the catheter adapter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system had an issue with leakage from the catheter adopter.